Manufacturer narrative:
Physio-control further evaluated the device. The likely cause of the reported issue was determined to be due to a damaged battery pin grommet in battery well #1 of the rear case assembly. Physio replaced the rear case assembly (which includes the battery pin grommets). Proper device operation was then observed through functional and performance testing. The device will be returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not reproduce the reported issue. From the downloaded key log it was observed that a boot cycle had been logged, after the 12-lead ECG button had been pushed. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
The customer contacted physio-control to report that their device had powered off by itself after the 12-lead button was pressed during a test of the device. The device rebooted and powered back on by itself as well. There was no patient use associated with the reported event.